Event description:
A peritoneal dialysis (pd) patient reported system error unexpected reset alarm during an unknown phase/cycle of pd treatment. The alarm occurred twice. The technical support representative issued a cycler replacement and advised the patient to contact pdrn to inform of replacement. Upon follow up, it was confirmed that the patient was able to complete treatment via manual exchanges on the reported day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. Alarm occurred twice today. Refer to qsn (B)(4).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dim. Voltage check passed. Check/jostle the dc power cable, when jostling the dc connector at the backplane board, and there were no fluctuations observed with 5 volt display and measured values. Replaced dc power cable and a pre-ast 15mins 1000ml simulated treatment performed and passed. System air leak passed. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.